Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for an endovascular treatment. It was reported that, the patient presented emergently with a ruptured aneurysm. The physician elected to convert the patient to open repair and explant the endurant ii stent graft. After the endurant ii stent graft had been explanted, a hole in the stent graft fabric was discovered. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
The product was incorrectly referred to as an endurant ii. The product is actual an endurant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation results are: from the examination of the returned devices and clinical information provided the cause of the aaa rupture and stent graft fabric hole reported by the site after the explant could not be determined. Only mid-section of the implanted stent graft, from the level of the flow divider to the gate, was returned for analysis. The majority of the bifurcate aortic body (including the suprarenal stents) and both limbs were not returned; thereby limiting the extent of the analysis. The reported fabric hole could not be confirmed. Other than the proximal and distal transection cuts likely occurring during the excision of the device at explant, no other integrity issues were observed. It is possible that the hole observed during explant may have been from a section of stent graft not returned. The in-vivo configuration of the stent graft is unknown. The patient anatomy and pre-implant films were not available, and films post-implant were not provided. It is possible that the fabric hole seen post-implant may have contributed to the aaa rupture via a type iii fabric endoleak. It is unclear if the earlier reported type ii endoleak which was embolized at 5 years may have also contributed to the rupture.